Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the customer received a pump error 35 (a broken force sensor was detected during seating or regular delivery), flashing medtronic logo, and a crack on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed for display issue and the customer reported a flashing medtronic logo on the screen that was not a single flash. Troubleshooting was not performed for labelling issue and product labels reported as missing, removed, worn, faded, or damaged following usage. Troubleshooting was not performed for critical pump error and found that the customer reported a critical pump error other than the open book image error or critical pump error 24. Troubleshooting was not performed and the customer reported physical damage (crack or scratch) on the pump was not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After the battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download the medtronic logo persisted. Unable to download history files and traces using thump software due to flashing medtronic logo. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determined that the ingress of water had corroded electronic assemblies and force sensor flex connector. Unit also received with battery tube threads - cracked, cracked belt clip rails, cracked case on battery side, scratched case, keypad overlay texture damage, stained keypad overlay, cracked keypad overlay and missing display window/cover. In conclusion, the unit was received an unexpected flashing medtronic logo due to corroded electronic assembly. Therefore, unable to pump error 35 due to display anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.